Event description:
It was reported that the 2800 system failed to boot when turned on for the first case. No pt involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service replaced the power controller board. The system is operation is intended.